Manufacturer narrative:
Product has not been returned yet.

Event description:
Per complaint from (B)(6)... Patient attended for bone marrow aspirate. Sample obtained but handle of the needle snapped off as removal was being attempted. Registrar performing the procedure was unable to remove needle. Haematology consultant was able to remove the needle using toothed forceps. Patient remained comfortable throughout.